Manufacturer narrative:
The field service engineer (fse) conducted a site visit and was able to confirm the reported issue via the error log. The fse was not able to reproduce the reported event. The fse resolved the issue by performing a version up, re-cleaning and re-lubing. The fse inspected all alignments on the pusher foot and replaced the broken sample racks. Customer had end of run tool in backwards. The customer was instructed by the fse on proper use of tool. The instrument was validated by quality control (qc) and the results passed and was within published ranges. The aia-2000 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review for similar complaints were performed for the serial number (B)(4) from 12sep2019 through aware date (B)(6) 2020. There were no similar complaints identified during the searched period. The aia-2000 operator's manual under section 04 - error messages states the following: [4303] sample loader x2-axis home overrun. Cause: the home sensor activated improperly after movement of the sample loader x2-axis. Solution: remove any obstacle or other causes for the error. If retry fails, contact tosoh service center or local representatives. The most probable cause of the reported event is version up was required and broken sample racks.

Event description:
Customer reported a repeated error 4303 on the aia-2000 analyzer. A field service engineer (fse) was dispatched to address the reported issue which caused a delay in reporting alpha-fetoprotein (afp) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.